Event description:
It was reported during a permanent implant procedure, lead diagnostics following placement of a surgical lead found high impedance measurements for several contacts. The physician indicated he believed the impedance to be caused by patient anatomy and the tissel that was used. The physician stated he wanted to give the patient time to heal after the procedure. The sjm rep met with the patient approx eight days after the procedure and indicates all impedance are normal and the patient reports effective stimulation is being received.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.